Event description:
It has been reported to philips that an "x-ray not possible" message and cannot do a frontal fluoros clear. There was no reported patient or user impact. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event, but the following examinations were cancelled. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file revealed that the image processing pc (ippc) software that controls the front image processing system was not running properly. The issue remained after multiple restarts. The engineer reinstalled the system software and returned the system to use in good working order. Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file confirmed that the root cause of the issue was the image processing pc (ippc) failed to start up. The service engineer reinstalled software on the ippc. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.